Event description:
Approximately two years post-surgery for implant of an anterior cervical plate, the patient reports to be experiencing "clicking and grinding" when moving their head from side to side. The patient also claims to have numbness and tingling going down both arms and headaches. No additional information was provided. There was no report of device malfunction.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies has not been returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.